Event description:
A hospital in (B)(6) reported via a distributor that an rt212 adult inspiratory heated breathing circuit had bent pins. This was noticed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) was disconnected (intentional) during drain. The batch review was not performed because the lot number is unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore an evaluation will not be performed. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice display during drain 3. The home patient (hp) had disconnected herself during drain. The technical service representative (tsr) explained the alarm and assisted with troubleshooting. The tsr then advised to press go to start, so old supplies could be removed. The hp would start over that night with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp, the hp stated that she did not remember what had happened, but added that she is doing fine and continuing therapy. Per hp, she did not have any injury or harm as a result of this incident. The hp confirmed that she had also notified the nurse. The hp did not have the lot number. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.